Event description:
The patient complains of burning in the right groin, malar rash on her face, musculoskeletal aching in the neck, shoulder and upper extremities, palmar erthema, tenderness in both wrists, constipation, pronounced nocturia, dformed, tender, painful and displaced breasts, planters warts and bunions. In november 1995, the patient saw a rheumatologist who states these symptoms may be caused by her implants.